Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received sensor scan results between 50 and 70, lower than readings of 80 to 140 from an unspecified device. It is unknown if the customer noted a trend arrow on the device. The customer lost consciousness and required unspecified treatment from a non-healthcare third party. There was no report of death or permanent impairment associated with this event.